Manufacturer narrative:
Information anticipated, but unavailable at this time.

Event description:
It was reported that during a peritectomy procedure the device tissue pad started shredding and leaving particles on the tissue. They removed the particles with dissectors and irrigation. They completed the case with a new like device with no pt consequence reported.